Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion- formerly cryolife/jotec is accurate or has been confirmed by artivion.

Event description:
According to the initial report received, "patient is in the post-market clinical follow-up study protocol of the on-x ascending aortic prosthesis (aap) retrospective study and was implanted on (B)(6)2012 with a prefabricated aap device sn #(B)(6). On (B)(6) 2013 (50 days post implant) was seen for a routine cardiology follow-up appointment and complained of left sided peripheral visual field loss and was referred to an ophthalmologist for assessment. He was evaluated on (B)(6) 2013 by the ophthalmologist who diagnosed a left inferior quadrantanopia. No other follow up medical records were provided."

Manufacturer narrative:
Per the adjudication received, this event is not valve related. Per medical device reporting for manufacturers - FDA guidance for industry and food and drug administration staff, section 2.16 an MDR report is not required when "you have information that would enable a person who is qualified to make a medical judgment to reasonably conclude that your device did not cause or contribute to a death or serious injury, or that a malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur." Therefore, further investigation is not warranted.